Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) patient discovered a fluid leak on the cassette when removing from the cycler after ending their pd treatment. There were no alarms/warnings prior or after to leak. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn stated she was unable to recall how many solution bags and what size were used for treatment due to disposing of supplies prior to the call. The pdrn was advised to disregard using the cycler until the next treatment. Upon follow up, the pdrn confirmed the reported event and that fluid was also found inside the cassette door of the cycler. The pdrn reported that an unknown alarm occurred prior to the leak. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomyacin (1 gram, intraperitoneal, one time). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient restarted treatment with new supplies and was able to complete treatment using the cycler. The pdrn confirmed that patients are continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event after letting the cycler dry out. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) patient discovered a fluid leak on the cassette when removing from the cycler after ending their pd treatment. There were no alarms/warnings prior or after to leak. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn stated she was unable to recall how many solution bags and what size were used for treatment due to disposing of supplies prior to the call. The pdrn was advised to disregard using the cycler until the next treatment. Upon follow up, the pdrn confirmed the reported event and that fluid was also found inside the cassette door of the cycler. The pdrn reported that an unknown alarm occurred prior to the leak. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomyacin (1 gram, intraperitoneal, one time). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated that the patient restarted treatment with new supplies and was able to complete treatment using the cycler. The pdrn confirmed that patients are continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event after letting the cycler dry out. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.